Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report a "fault" with the defibrillator. The customer stated "allowing to shock after 2 minutes, should it be letting the user do this". There was no report of pt involvement.